Event description:
A patient was undergoing a procedure to a 3.0mm distal cx with more than 50% stenosis (visually evaluated). The 7.03mm, type b2 lesion was an isr of a bms (non-cordis stent-implant date unknown), and was eccentric, tubular, and highly calcified. The procedure was an elective case. A femoral approach was chosen for the procedure. Pre-dilation was conducted with a balloon (3.0/15mm) at 20atm. Inflation time unknown. A cypher (3.0/18mm) was implanted at 14atm for 16-30 seconds. Post-dilation was conducted with a balloon (3.0/15mm) at 18atm. Inflation time unknown. Ivus was conducted. There was 6% residual stenosis. Timi flow before and after the procedure was 3. Eleven months later, follow-up cag was conducted and in-segment restenosis was observed from the proximal end to inside the implanted cypher. It was treated with poba.